Manufacturer narrative:
Result: clutch.

Event description:
It was reported by service report that the fowler on secure ii bed drifts down with weight on it. No adverse consequences have been reported.